Event description:
Related manufacturer reference number: 2017865-2022-06636. It was reported that the patient presented in clinic. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The physician alleged that the rv lead was dislodged. The atrial lead also exhibited high capture threshold. During the explant procedure, the atrial lead helix was failing to retract and extend. Both the atrial and rv leads were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, high capture thresholds, and high pacing impedance. As received, a complete lead was returned in one piece with the helix found extended and clogged with dried blood. The reported events of high capture thresholds and high pacing impedance were not confirmed. Electrical testing found no internal shorts or conductor fractures visual and x-ray inspections found no anomalies except for procedural damage.